Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio downloaded the electronic records from the customer¿s device and was able to confirm that their device experienced an inappropriate loss of power. In addition, the device failed a voltage drop test, prompting the battery pins to be replaced and the harness assembly tightened, after which proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device intermittently powered off by itself. There was no patient use associated with this event.

Manufacturer narrative:
Physio-control determined that the cause of the reported issue was due to worn battery pins and fretting corrosion on the battery wire harness contacts of connector j11 and the mating power pcb assembly contacts of connector p11. The fretting corrosion and worn battery pins has been determined to cause an increase in contact resistance which can result in a sudden loss of device power under conditions of high current usage from functions such as printing a 12-lead record. The excessive voltage drop at the contacts triggers the power fail detector circuit on the power board, which causes the device to power off.

Event description:
The customer contacted physio-control to report that their device intermittently powered off by itself. There was no patient use associated with this event.